Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that her insulin pump went dead. Her blood glucose was 73 mg/dl. The battery lasted for 3 days. The customer was advised to clean the battery cap. No corrosion or damage was found on the battery cap or battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for 9 hours with multiple basal rates. The insulin pump passed self test. No blank display or display anomaly noted. No damage inside pump noted. Minilink transmitter communicated properly with pump. No weak or lost sensor alarm noted during testing. All operating currents are within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly noted. Pump received with cracked reservoir tube lip.